Manufacturer narrative:
Sections d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the driveline returned with heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppages that were captured in the submitted log files. Additionally, cosmetic damage to the replaced portion of the patient¿s driveline was confirmed via an onsite abbott employee. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020. The log files captured pump stoppage events beginning on (B)(6) 2020 while the system was supported by batteries. The log files also capture the events of a controller exchange on (B)(6) 2020. No other atypical alarms or events were captured. The pump appears to have been functioning as intended with overall stable parameters prior to (B)(6) 2020. The patient underwent an external driveline repair on (B)(6) 2020. During the repair, damage to the outer silicone jacket was noted, which had been repaired with rescue tape. Following the repair, the patient was connected to a power module with a grounded patient cable and pump stops/speed decreases were able to be produced via palpation. It was decided to replace the pump. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 4.00¿ and 9.00¿ from the pump housing (s/n (B)(6)). A distal segment adjacent to the metal connector was also returned with the silicone jacket, clear bionate layer, and metal braided shield removed measuring approximately 20.50¿ in length (s/n 37065). An additional distal segment containing a repair was also returned measuring approximately 32.5¿ in length (s/n 37065 proximal to the repair and s/n (B)(6) distal to the repair). The metal connectors appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were unremarkable. Breakdown of the metal braided shield was noted approximately 2.50¿ from the pump housing and approximately 29.00¿ from the metal connector (s/n 10967). Visual and microscopic inspection of the driveline segments upon removal of the silicone jacket, clear bionate layer, and metal braided shield revealed areas of damage on the black and orange wires approximately 3.75¿ from the pump housing and an additional area of damage on the black wire approximately 4.50¿ from the pump housing. Further examination of the driveline wiring revealed an area of damage on the brown wire approximately 0.50¿ from the metal connector (s/n 37065). All areas of damage exposed the metal conductors and appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in these locations. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The black and brown wires represent the two redundant wires that comprise phase 2 and the orange wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an untethered power source (such as batteries), the resulting phase-to-phase short would have caused the pump stoppages observed in the submitted log files (see below) while connected to batteries. The relevant sections of the device history records for (B)(6) and for the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The implant kit was shipped with heartmate ii lvas instructions for use (IFU). This IFU discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient visited the hospital on (B)(6) 2020 due to red heart alarms. The patient had exchanged controllers upon presentation of these alarms, but switched controllers again as the alarms reappeared. Technical services reviewed submitted log files and confirmed the red heart alarms. Periods where the pump was unable to maintain the set speed while on battery power were observed within the log files. The hospital took x-rays of the driveline and an exchange of the external part of the driveline was performed on (B)(6) 2020. After the external driveline replacement, additional pump stops appeared. The surgeon then decided to replace the pump and an exchange was performed on (B)(6) 2020.